Manufacturer narrative:
Concomitant product(s):a 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead alerted for high and undefined superior vena cava (svc) impedance. The current measurement is back to within limits. The lead remains in use. No patient complications have been reported as a result of this event.